Manufacturer narrative:
Section h3:the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect- impact code 4613: minor injury/illness/ impairment: blurry vision (not impacting daily life activities). Section h6: health effect- impact code 4619: temporary impairment:(halo vision, hm-glare and visual disturbance- dysphotopsia). Attempts were made to obtain additional information regarding the event; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded multifocal intraocular lens (iol), model drt150, was implanted in the patient¿s right eye. Postoperatively, the patient initially reported satisfactory vision; however, they subsequently experienced bothersome halos and difficulty reading materials with dark backgrounds. Additional information indicated that the lens ring design contributed to the halos and associated visual disturbances. As a result of these symptoms, the iol was explanted during a secondary surgical procedure and replaced with a different model and diopter (zcu150u210). Further information indicated that the patient¿s activities of daily living were not impacted. The patient was neither overcorrected nor undercorrected. Preoperative refraction was +2.00 -1.25 × 091, and postoperative refraction following the initial implantation was +0.50 -0.50 × 175, with an intended refractive target of plano. Best spectacle-corrected visual acuity (bscva) changed from 20/15 preoperatively to 20/20 postoperatively following the initial procedure. After the lens exchange, postoperative refraction was -0.25 sphere. There were no reports of unplanned surgical interventions (e.g., vitrectomy, incision enlargement, or suturing), and no medications outside the standard of care were required. The patient outcome following the lens exchange was reported as good. No additional information was provided.